Manufacturer narrative:
The site¿s robotics coordinator indicated that the blue stapler 45 instrument involved with the alleged partial fire is not available for return to isi for evaluation. The site returned a stapler 45 instrument (part #470298-12; lot #t10180907-0080) that was allegedly involved with the partial fire event. The instrument was placed and driven on an in-house system. The instrument passed an initialization test and moved intuitively with full range of motion in all directions. The grips opened and closed properly and successfully clamped and fired with no issues. All staples formed correctly. The instrument was noted to be fully functional. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. The system logs reveal that the stapler 45 instrument that was returned by the customer was not actually used on the reported event date. The stapler 45 instrument (lot #t10180907-0080) was used one time by the site on (B)(6) 2018. A review of the site¿s system logs reveal that the surgeon performed two da vinci-assisted surgical procedures on (B)(6) 2018. During the first surgical procedure, the surgeon used a stapler 45 instrument (lot #t11180207-0011) and successfully fired two green stapler 45 reloads. During the second surgical procedure, the surgeon used a stapler 45 instrument (lot #t11180207-0033) and successfully fired three blue stapler 45 reloads. There were no clamping issues with either procedure. This complaint is being reported due to the following conclusion: while undergoing a da vinci-assisted colorectal procedure, the surgeon identified a staple line leak possibly involving a blue stapler 45 reload. As a result of the leak, the surgeon oversewed the stapled line with sutures. However, at this time, the root cause of the alleged staple line leak is unknown.

Event description:
It was initially reported that during a da vinci-assisted colorectal procedure, the surgeon noticed that staples had not ¿penetrated¿ the patient¿s tissue after a stapler 45 instrument was removed. The surgeon used sutures to sew the incision. There was no patient injury reported. On march 4, 2019, intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding the reported event: the surgeon performed a bowel resection and anastomosis with the robot. At the end of the procedure, while the surgeon was pulling out the specimen through a small incision, stool was found to be leaking out from one end of the specimen. As a result, the surgeon inspected the anastomosis and noticed that one of the staple lines on the bowel end was leaking. The surgeon oversewed the staple line. The target tissue was noted to be ¿normal¿ and did not appear to be too thick. The patient had not undergone previous chemotherapy or radiation treatment. No buttress material was used. No tissue bunching was observed when the stapler 45 instrument was fired. There were no clamping issues with the stapler 45 instrument. The surgeon did not know the cause of the alleged partial fire involving the stapler 45 instrument and blue stapler 45 reload. The surgical procedure was completed as planned.